Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, there were two 'motor over current' events on (B)(6) 2020 which would cause the reported pump jam. It is possible the tube was installed incorrectly and caused the pump jam. The field service representative (fsr) could not verify the issue after conducting a run test and after observing the pump while in use. When the fsr checked the roller pump head, it was found that the tubing was incorrectly placed in the raceway. The fsr instructed the end user on how to properly place the tubing and the issue was resolved. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump jammed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.